Event description:
This is being filed as the clip became caught in the chordae and after it was released a chordal rupture occurred and the patient underwent surgery. It was reported that during a mitraclip procedure, two clips were implanted and the functional mitral regurgitation grade (mr) was reduced from 4 to 2+. A third clip (41007u3/48) was decided to be used. When the third clip was advanced into the ventricle, it became caught in the chordae. The clip was released from the chordae using trouble shooting maneuvers. A chordal rupture occurred and the mr grade increased to 4. Many attempts were then made to grasp the clip to the mitral leaflets, but none were effective and safe enough for deployment. The third clip was not deployed and was removed from the anatomy. As the final mr was 4, the patient was taken to surgery and the mitral valve was replaced. Post surgery, the patient was described as having satisfactory evolution with no signs or symptoms of heart failure and was currently in cardiac surgery ward. Per the physician, the cds was not a contributor to the clip becoming caught in the chordae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, implanted clips (x2). The customer reported that the clip delivery system (cds) had been discarded. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in difficulty retracting the cds/entanglement are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. A review of the lot history record confirmed this device passed all in-process and final inspections. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling system identified no other similar incidents reported for difficult to remove from this lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae/chordal entanglement may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation/translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. Based on the information reviewed, the reported clip caught on chordae, resulting in difficulty removing the cds appears to be related to procedural conditions. While there was no change in mr post-procedure, the patient effects of worsening mitral regurgitation and tissue damage (mitral valve injury) are listed in the mitraclip system instructions for use) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.